Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the packaging process summary found that each package must be visually inspected for defects. Presence of a seal, a complete seal, location and width of the seal, absence of seal surface flaws, and absence of double seals are visually confirmed. A review of the customer provided image found labelling confirming the product identification information. Only the outside of the carton can be seen in the image. The pouch and device are not pictured. A visual inspection of the returned device found that it was not in its original packaging. The device was deployed, and the retention suture was unwrapped from the handle. The suture puller was not passing through the anchor. The packaging showed no signs of physical damage. The pouch had been peeled open, and was folded in the carton separate from the device. The complaint was not verified, and the root cause could not be determined, since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up of a surgery, an air leakage was found in the package of the footprint ultra pk suture anchor. There was a back-up device available and no delay or patient injuries were reported.